Manufacturer narrative:
(B)(4). The customer reported the suspect ventilator would be re-worked and calibrated by him. No return good authorization (rga) has been issued or requested by the customer. At this time, carefusion has not received the suspect device/component for evaluation.

Event description:
The customer reported changing the oxygen sensor due to a ¿low o2¿ alarm prior to use, however, while in patient use the ventilator was alarming ¿high fio2¿. The patient was removed from this ventilator and no reported harm was reported with this event. The hospital biomed reported that the set fraction of inspired oxygen (fio2) was set at (B)(4), but the monitor reading was (B)(4) and the delivered fio2 was (B)(4) on the external analyzer.